Manufacturer narrative:
The device was received for evaluation. During functional testing, pump that didn't alarm during upstream occlusion was not reproduced. Preformed multiple upstream occlusion tests, could not duplicate issues. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm during upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.